Event description:
Overinfusion occurred in which 82ml of solution was delivered in 24 hours. The device contained 2 ml of buprenorphine hydrochloride and normal saline for a total fill volume of 82ml. No pt injury resulted.